Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience prime (3.5x18 and 2.5x28), aspirin, ticagrelor. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, three xience prime stents (3.5x38mm, 3.5x18mm, 2.5x28mm) were successfully implanted in the left anterior descending (lad) coronary artery. In (B)(6) 2016, the patient was hospitalized due to unstable angina and another revascularization was performed. The event resolved without sequela. There was no additional information provided regarding this device issue.